Event description:
The physician performed closure of an arteriotomy site with the perclose a-t (closer ak) device follwing an interventional proceudre, via an unk vessel. The physician was performing a transcatheter arteial chemoembolization (tace) at the site of the portal vein for the treatment of liver cancer. Fluoroscopy was performed prior to the procedure but the results are unk. Following the procedure the pt had "no pulse in leg"; an occlusionw as confirmed via angiogram. Reportedly, the vessel was stitched together" and was successfully treated with "percutaneous transluminal angioplasty." The pt was dischaged to home without a prolonged hospitalization. Although requested, no additional info was provided.